Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, before firing, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. The surgeon took another load to complete the case. There was no patient injury.